Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ double capsule: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed creases on the device. ¿ yellow particles observed in the surface of the shell. ¿ observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b6, d9, h3, h6.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and double capsule. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device codes: f2201, f2203 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and double capsule. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Double capsule: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. The following information was reported on the initial medwatch submission in error: h.6: b01, c0601; and d.9.

Event description:
Healthcare professional reported capsular contracture, baker grade IV and double capsule. The device has been explanted. This record relates to the left side